Manufacturer narrative:
To date, information suggests that this medical device will be explanted in the near future. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, displayed a battery status of elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. A monitoring voltage measurement of 2.65 volts was reached sometime between 2.81 volts and 2.59 volts. This device was planned for explant within a month's time. There was no report of adverse patient effect.